Event description:
The reporter stated that the surgeon was inserting a three piece silicone lens model aq2010v and the trailing haptic tore off. The surgeon removed the lens without enlarging the incision, no pt injury.

Manufacturer narrative:
Eval: a visual inspection of the returned product shows the lens is torn in half and a portion of the lens is torn off & missing. One haptic is torn off. There is clear surgical residue on the lens. It should be noted that the injector and cartridge were not returned for eval. Conclusions: an investigation was opened to evaluate a complaint trend associated with lens tears that was originally identified in 2005. Possible root causes for lens tears include both delivery sys issues and possible handling errors by the customer. To address delivery sys issues, all stages in the mfg of the injectors and cartridges were reviewed and revised as opportunities for improvement were revealed. To address handling errors, all injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens.